Event description:
Reference number (B)(4). Event occurred in the canada. On (B)(6) 2024, patient reported the infusion set tubing came apart. The location of detachment is quick release. The infusion was located on abdomen. There was no stress or oull on the tubing. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6007411 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6007411 was packaging according to the wi version 79, in the multivac m12, on 12/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Assembly: the lots 4e04055 - 4e04056 were assembled according to wi version 27 on-line inspection for assembly of quick set both on (B)(6) 2024, with a total of (B)(4) units each. Gluing of tubing. The lots 4e03148 was glued according to the wi version 41, automatic machine 04, 05 and 08, on (B)(6) 2024, with a total of (B)(4) units. The lot - 4e04827 was glued according to the wi version 41, automatic machine 4, on (B)(6) 2024, with a total of (B)(4) units. The lot - 4e04928 was glued according to the wi version 41, automatic machine 4, on (B)(6) 2024, with a total of (B)(4) units. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code tubing detached from tubing-tubing connector and lot 6007411and no other complaint has been registered in database for the same lot 6007411 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
To date no additional patient or event details have been received.